Event description:
The customer reported to olympus that the videoscope was leaking. The device was returned to olympus for evaluation. During evaluation, the device relayed no image and gave an unsupported scope error (e315). This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported. The customer reported there was no delay in procedure and the patient was not under anesthesia when issue was found.

Manufacturer narrative:
The device was returned for evaluation. The reported issue of leakage was not confirmed; the device passed leak testing. The investigation determined the image issue and the error code were caused by a shorted charge coupled device cable. Based on the results of the investigation, olympus confirmed water had invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. Functional testing also showed the device ID chip had no stored data (cumulative uses and cumulative time data was not stored). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device instructions for use document was reviewed: this document contains several entries relevant to preventing and detecting the issue found. "Precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2,troubleshooting guide. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4- returning the endoscope for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3- withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for the device.